Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A reliant balloon was used in a patient for the endovascular treatment of an abdominal aortic aneurysm. It was reported that the physician dilated the limb with all their strength. The iliac artery was damaged and another limb was immediately implanted. This reportedly resolved the event. The physician stated that the cause of the event was due to user error; specifically, over dilation by the physician. It was noted that there was no product issue with the balloon. No additional clinical sequelae were reported and the patient is fine.

Manufacturer narrative:
Corrected information: sex, date of birth. If information is provided in the future, a supplemental report will be issued.